Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had noisy image occurred. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image deterioration; water ingress into the internal circuit board of the ccd (charged coupled device) cable, the head section and the cable section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image deterioration due to water ingress into the internal circuit board of the ccd cable. The cause of the complaint is a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.